Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported cassette not properly attached alarm. The pump was received with the smiths tampered seal label missing but no physical damage was found on the device. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate the reported issue, a dso pressure range test was conducted. A visual inspection was also conducted and a cassette was attached. The customer's concerns could not be duplicated. The event log did show several high alarms of downstream occlusion. The dso sensor will be replaced as a preventative measure. No further actions taken. H6) there was no patient involved during the reported event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump produced a cassette not attached alarm. No patient injury or complications were reported in relation to this event.